Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (60 percent stenosis degree) in the mid rca. After pre-dilatation an attempt was made to advance the device to the lesion but without success. The stent system was removed and during removal the stent completely dislodged from delivery system. The stent was retrieved with a snare.

Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was not returned. The technical investigation revealed that the stent was returned in a plastic beaker and is severely deformed over its entire length. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.